Event description:
See initial report

Manufacturer narrative:
H.10: based on the investigation results, it is possible to exclude a component malfunction, consequently the reported error message was due to an improper occlusion set by the customer.

Event description:
See initial report.

Manufacturer narrative:
No deviations have been found on this pump, all functions have been checked. The error could be not confirmed and it could be reproduced in the readout. No parts replaced, the pump sent back to the customer following final technical service checks completed with positive results.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The serial read-out of the pump has been provided and an error code was found stored in the microcontroller. The affected pump has been requested back to the manufacturer site for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure. The used hand-cranked the pump and subsequently used a second pump. The procedure could be completed without further issues. There was no report of patient injury.